Event description:
Pt admitted with history of cad and recurrent angina. Pt underwent CABG x5 in 2002. Intra-operative during twisting of the wires in the sternum. Pt arrested. The chest wires were cut to institute cardiac massage. Air was noted in rt ventricle by surgeon, also noted large amount of air in the anominent vein. While asst surgeon continued cardiopulmonary bypass, surgeon recannulated the ascending aorta in the rt atrium and replaced the pt emergently on cardiopulmonary bypass. The pt was weaned off after several minutes. Unable to close chest with wires due to mediastinal edema. Pt taken back to surgery 3 days later for chest closure. Questionable whether an air inline alarm and/or a macro air filter would have appraised delivery of air to pt.